Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they immediately turned off their stimulation when the shocking occurred, and then the shocking stopped. The patient stated that they then turned the stimulation back on with the assistance of technical services. They noted that they have had no continuing problems. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient was on vacation last week, and ended up falling last tuesday night in their hotel room. The patient broke a hip. The patient stated when she fell it went to the max level in both legs. The patient stated she had hip surgery in albany ny and just got home yesterday. The patient stated she turned off the implant and the shocking went away. The patient is wondering if it's okay to turn it back on. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.